Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads fall off from the metal pin and then end up in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads fell off of the metal pin on the oral-b toothbrush and then end up in her mouth. No injury was reported.